Event description:
Customer notified baxter corporate product surveillance of a clearlink continu-flo in which a disconnection of the tubing from the system was observed. The customer stated that they recently had issues with the IV sets. Last week they had an instance where they were sedating a patient and the IV had become disconnected and they were not aware until later, making it hard to determine the exact amount of medication that had actually been infused into the patient. The customer reported that they peg tightened the connection before hooking up the tubing and it still came apart while priming. The customer questions if the connection is stripped in the tubing. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was preformed no deviations were noted in the batch review. The root cause of the reported condition was unknown.

Manufacturer narrative:
(B)(4). A sample was received and the problem was confirmed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.